Event description:
It was reported that the procedure was being performed on a female pt in the ER. When they loaded the dilator/trocar part into the catheter it did not go all the way to the end of the catheter leaving a flexible end. When attempting to pass the guide wire through the tip it gets caught and they were unable to advance. If they force the dilator/trocar set more into the catheter to ensure it reaches the tip, it then gets stuck in the catheter and is difficult to remove. As a result, everything was removed and a surgical chest tube had to be used. There was a 2 to 3 hour delay in treatment, no pt death, and no pt complications were reported. The pt stayed in the hosp a few days and was then discharged.

Manufacturer narrative:
(B)(4). Sample will not be returned.